Event description:
It was reported that at a routine follow-up appointment, the physician observed a decrease in the remaining longevity from this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician suspected the battery to be depleting prematurely. Subsequently, this s-ICD was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This device is expected to be returned for analysis but has not yet been received.